Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from the united kingdom alleging that their onetouch verio pro meter was prompting an error 4 message. Per the onetouch verio pro user guide this message prompts when there is a strip fill problem. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the patient informed the customer care representative (ccr) that " he keeps getting an error 4 on the machine and his neighbour's daughter told him we would send him a new machine." The ccr documented that the patient has only had the subject meter a few weeks and the issue has been intermittent since he got the machine. The ccr confirmed that the patient was not using expired test strips. The ccr walked the patient through a retest during troubleshooting and the patient allegedly was prompted an error 5 message. Per the onetouch verio pro user guide the error 5 message prompts when there is a problem with the test strip the cca documented that the patient said he puts the blood sample on while the strip is inserted into the subject meter and that the test strip completely drew in the sample. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an error 4 message and the ccr documented that an error 5 message was prompted during troubleshooting. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.